Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. It was found that the tubing was damaged, however an exact cause of the observed damage could not be determined. Steris offered in-service training on the proper use and operation of the endogator tubing; however, the user facility declined. A complaint review determined that this is an isolated event for the subject lot. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported during a patient procedure that their endogator tubing set broke which resulted in a procedure delay. No report of injury.